Manufacturer narrative:
The detachatip multi-use graspers, curved dissector, 5mmx 33cm was not returned to conmed for evaluation; however, a photograph was provided which clearly showed that the jaw had completely broken off of the device. The detached jaw was identified as the top claw jaw. The location of the break appeared to be at the cam slot in the jaw tail piece where the cross sectional areas material thickness is the smallest. Although the break cannot be closely examined, it is most likely a brittle fracture. Past complaint investigations have shown brittle fractures with this instrument. There have been no complaints for devices manufactured with jaws produced after supplier corrective actions were implemented in december 2013; therefore, additional action is not recommended at this time. The jaws of this device were manufactured prior to the supplier corrective actions that were implemented in december of 2013. This instrument was assembled on 24-mar-2014 with jaw device components manufactured prior to the supplier corrective actions. Of the lot containing thirty (30) units, there were no other similar complaints received. A review of the device history record for this lot number found no noted discrepancies during the manufacturing process that could have caused or contributed to this reported breakage. A two (2) year review of the complaint history for this device family showed eighteen (18) similar reports of jaw breakage, including this incident. All of these 18 devices were manufactured prior to december 2014. During this two (2) year time period, over (B)(4) units were sold worldwide, making the rate of occurrence for this failure mode (B)(4). To date, there has been no patient long term adverse effect reported related to these incidents. The detachatip multi-use graspers, curved dissector, 5mmx 33cm, is a multi-use laparoscopic claw grasper intended to be utilized in a variety of endoscopic procedures to grasp, transect and coagulate tissue. This is a reusable device. This unit was shipped to the (B)(4) distributor on 03-dec-2014. This instrument is approximately 12 months old. The number of surgical uses and sterilization cycles was not provided by the end-user. In this instance, the exact cause of the reported "jaw breakage" was unable to be determined. Previous evaluation of similar complaints revealed that this type of breakage can occur, if excessive lateral force was applied during use or if the jaws of the detachatip came in contact with another instrument when grasping the tissue and was inadvertently gripping and/or closing its jaws over another instrument within it grasp. The instructions for use (IFU), states that "detachatip laparoscopic instruments have been validated for thirty (30) steam sterilization cycles. The useful lifespan of a surgical instrument is largely dependent on the care and handling of the instrument. For optimal life, protect the detachatip instruments from contact with other instruments during cleaning and re-sterilization". Final determination of the device's lifespan is at the discretion of the operator. Thus, device damage during cleaning and handling could also contribute to its useful life span. Since the number of surgical uses and/or the number of sterilization cycles have not been provided by the end-user facility conmed is unable to determine if this instrument was utilized beyond its normal life expectancy. To reduce the risk of the jaw breakage and patient injury, the IFU provides the following warnings: avoid over stressing mechanisms of instruments by properly gripping and maneuvering during surgery. If excessive force is applied, the mechanism can be easily over stressed resulting in damage or breakage. Device not available.

Event description:
The user facility reported during use of the detachatip multi-use graspers, curved dissector, 5mmx 33cm in a laparoscopic gynecological procedure, the grasper jaw broke off while inside the patient's peritoneal cavity. The broken jaw component was successfully retrieved with no problems noted. The procedure was otherwise completed with no further complications, surgical delay or any patient injury reported. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.